Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarms and he experienced hyperglycemia. The customer reported that he had high blood glucose levels of 28.3 mmol/l. The customer reported that the cannula was bent on the infusion set. The customer reported that he was having allergies with silhouette and started to use quickset. The customer reported that he experienced infections at the site. The customer reported that he may be allergic to the plastic cannula. The customer's blood glucose went down to 25 mmol/l. Troubleshooting was performed. The insulin pump was working properly. The customer was advised to wait for blood glucose to go down below 13 mmol/l and revert to manual injections. Product is not expected to return for analysis.